Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the likely cause of the worn angle wire is due to user handling. Since the angle wire was worn, angulation of the subject device was not locked. The instructions for use (IFU) identify verbiage within the "inspection of the bending mechanism" section that may help the user detect the phenomenon. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water cylinder had no color, suction cylinder had no color, plug unit was deformed, due to damage on the channel tube, water tightness was lost and a leak was noted in the biopsy channel, due to wear of angle wire, the play of the up/down knob was out of the standard value, due to wear of angle wire, the play of right/left knob was out of the standard value, due to wear of angle wire, bending angle in the up direction did not meet the standard value, due to wear of angle wire, bending angle in left direction did not meet the standard value, the adhesive on the bending section cover was detached, the connecting tube was twisted, and the universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope's angle wire was worn. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to wear of angle wire, bending section could not be controlled at all. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.